Event description:
It was reported that the patient presented to the hospital for a procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited reduced in sensing values and reduced impedance measurements. The lead was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited unspecified sensing problem. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of p wave amp variation and low pacing lead impedance were not confirmed. As received, a complete lead was returned. Electrical testing was normal. Visual and x-ray inspections of the lead were also normal except for procedural damage.